Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage and fold flaw opening. ¿cancer: unable to observed. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture, calcification, and enlargement of axillary lymph nodes confirmed by ultrasound. This record is for the left side. Device has been explanted. Un-reporting lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, enlargement of axillary lymph nodes. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported rupture, calcification, and enlargement of axillary lymph nodes confirmed by ultrasound. This record is for the left side. Device has been explanted.